Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for follow-up. Upon interrogation, the atrial lead exhibited noise. The noise was able to be reproduced with isometrics. The physician determined that intervention was not necessary. The patient would continue to be monitored.